Manufacturer narrative:
G4: 27may2020 b4:(B)(6)2020. A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
The customer reported a certain part of the touch panel, which was on top of the touch panel, failed to respond. The service technician confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the touchscreen to resolve the reported issue. Periodic maintenance 1 (one) was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: the oxygen inlet filter, inlet air filter, and cooling fan filter. No other abnormality was found. Overall checking, cleaning, run testing, and a function test were performed.